Manufacturer narrative:
Investigation: based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced infected mesh, drainage, abscess, fistula, multiple infection-related procedures, recurrence, bowel obstruction, component separation, dehiscence, sinus tract, seroma, non-healing wound, unincorporated mesh, enterococcus, debridement, cellulitis and blood loss. This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product.